Event description:
An IV line was connected to the pt and the injector was primed to start kvo [keep vein open]. To keep IV line open, start was mashed [pushed] on the injector. The button may have been stuck because contrast was injected instead of kvo. Doctors had to reschedule study until the next day. Before using the injector again, both syringes were loaded with water and ran through set up and injection again. System ok'd. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.